Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the jaws on the vaso view hemopro came loose while inside the leg of the pt. Noting fell into the pt. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. The heater wire appeared physically damaged and mangled. The boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A tear was observed on the silicone at the tip of the hot jaw where the heater wire had detached. While we are unable to conclusively determine the root cause, this event is consistent with the improper insertion of the tool into the cannula. Based upon the evaluation results; the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).